Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the patient cycler prompted with an m75 volume error warning during dwell 2 of 6 of treatment. The patient bypassed into drain 2 of 6 of treatment and an m31 air detected in cassette warning occurred. Fluid was then discovered during tx complete, step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right upper corner of film. The film on the back of the cassette was not loose. The patient was advised to leave the cycler until the next treatment. The patient continued with continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with m75 volume error warning and m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete, step 9 remove cassette, fluid was seen coming from a hole in the right upper corner of the cassette film. The cause of the damage on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient has resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient's father and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the patient cycler prompted with an m75 volume error warning during dwell 2 of 6 of treatment. The patient bypassed into drain 2 of 6 of treatment and an m31 air detected in cassette warning occurred. Fluid was then discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right upper corner of film. The film on the back of the cassette was not loose. The patient was advised to leave the cycler until the next treatment. The patient continued with continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with m75 volume error warning and m31 air detected in cassette warnings during treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from a hole in the right upper corner of the cassette film. The cause of the damage on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient has resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient's father and was no longer available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9. H3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.